Event description:
It was reported that the patient implanted with this implantable cardioverter defibrillator (ICD) and associated right atrial (ra) and right ventricular (rv) leads presented with an infection. Two days later, the system was explanted. No additional adverse patient effects were reported. The explanted products were not expected to be returned. It was reported the patient would receive a new ICD system after the infection clears.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.